Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided. These devices are used for treatment.

Manufacturer narrative:
(B)(4).other device used:catalog #00801802803, versys femoral head, lot #60431166 - manufactured by zimmer (B)(4).this report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown femoral head, lot #unk this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was due to dislocation.